Event description:
It was reported that the patient underwent a laminectomy. It was reported that the flex arm would not stay fixated and the screw was stripped. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. The instrument was functionally evaluated by attempting to manually tighten the instrument. After manual tightening, the instrument was insufficiently rigid. The age of the product and the nature of the mechanism of failure is consistent with anticipated wear of the instrument cable, resulting in the foregoing event. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.